Event description:
A report was received that the patient was not able to charge the ipg. The patient will undergo a revision procedure wherein the igp will be replaced.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the ipg. The patient will not undergo revision procedure due to non-device related issue. No further course of action will be taken.

Event description:
A report was received that the patient was not able to charge the ipg. The patient will undergo a revision procedure wherein the igp will be replaced.